Event description:
It was reported the patient experienced a return of symptoms. For the past five weeks the patient ¿was almost bed ridden." The patient was in pain and it was ¿unbearable and I wanted to cry.¿ the patient has a high tolerance for pain and not all the pain is gone with the pump. The physician could not see the patient for five weeks. The patient wanted an MRI. The patient was having all ¿kinds of problems¿ not with just the pump but mentally and physically. The last time the patient was in for a refill the nurse drew out 5ml extra medicine. The nurse will check at the next refill to see if there is a trend. The patient was on morphine for a long time and it was increased. The medication was then switched to dilaudid and marcaine. The patient would like to get some help for break through pain. The patient¿s hip was popping out and causing pain. The patient had to lie on their right/back side in bed. It was impossible for the patient to sit. The patient had to ¿throw my feet under me and squat.¿ the femur ball joint was popping out of their hip and the patient would manipulate it to get it back in. The patient¿s leg length was shortened by two inches from a previous injury. The patient indicated that ¿every step I take I pay for it later.¿ the pump works great for the patient. The patient was very happy and if it were not for the pump he ¿would have kill himself due to the pain being so bad.¿the patient was feeling better today than yesterday. The patient has been more active now. The patient was seeking a physician to manage their care. The pump was delivering dilaudid and marcaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11163r47, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information received reported that actual residual volume (arv) of 6.8 was greater than the expected residual volume (erv) of 4.1, which was within specification. The units of measure were not reported. It was noted by the healthcare provider (hcp) that this was a pain patient and that he "always wants an increase." It was also noted that the volumes were "slightly off" at the last refill too. They did an MRI (magnetic resonance imaging) scan to check for granuloma, "but didn't find one," they were waiting for radiology to get back with the report "but they did not see one." It was stated that the caller did not believe there was anything wrong with the pump.